Event description:
In 2009, an allen medical sales rep was contacted by a customer reporting a pt injury resulting from a surgery in march. According to the nurse manager at hospital the previous month, their surgeon conducted a right rotator cuff procedure on an unidentified pt using a shoulder chair with headrest. The surgery was completed without incident, according to a hospital representative. Post-operatively, the pt developed left-eye blindness seven hours later. According to the facility this week, the condition has not resolved and the pt is being treated by a specialist.

Manufacturer narrative:
The allen sales representative met with the case surgeon and nurse manager at the hospital and performed a visual inspection of the shoulder chair and headrest. No defects could be found. No defect of any allen medical device was alleged by the users in conversations. The initial inquiry to the sales rep was part of the facility's overall investigation of the incident. The nurse manager told the allen sales rep that the hospital was using a dupaco-brand opti guard eye protector device during the case. Allen extended the offer to have the shoulder chair and headrest returned for an engineering investigation. The reporter declined, stating that she did not believe there was a reason to have the device returned for eval.